Event description:
On (B) (6) , 2010, the lay user/patient contacted lifescan (lfs) alleging that her onetouch ultra meter was displaying an ¿ER 5¿ message. This complaint was classified based on the customer care advocate (cca) documentation.the patient alleged that the product issue began approximately a month prior to the patient contacting lfs. It is not known when the patient had tested last and what readings she was obtaining from the alleged meter prior to when the issue started. The cca documented that the patient manages her diabetes with insulin (self adjuster). The patient confirmed that she continued to administer her usual dose of insulin despite the alleged product issue. A minute after the alleged meter issue began, the patient claimed that she developed ¿blurred vision and became jittery.¿ it is not known if the patient attempted to test her blood glucose on any meter at the onset of her symptoms. The patient denied receiving any medical treatment for an acute complication of diabetes since the alleged meter issue occurred. The cca documented that the patient¿s alleged meter issue was resolved when the cca guided that patient through a retest on the reported meter and obtained a blood glucose result. Per protocol, replacement meter and supplies were sent to the patient. Based on the information provided, this complaint is being classified as MDR-reportable due to the following conclusion(s): the patient claims she was unable to test her blood glucose due to the reported issue and that she developed symptoms suggestive of a serious diabetic injury after the alleged meter issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.